Event description:
At shortly after 8:00am, all of the ge b650 monitors within our neonatal intensive care unit (nicu), spontaneously rebooted themselves. These devices are on a dedicated monitoring network with other ge physiological monitors in our institution. This resulted in the loss of cardiac monitoring to every patient within the unit while the monitor rebooted (2-4 min). We are in the process of downloading device and network logs to further investigate this issue.